Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No physical damage was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump kept alarming no delivery while priming. The customer experienced high blood glucose of 496mg/dl and treated with manual injections. Advised to insert a new reservoir, but the device did alarm no delivery. The customer mentioned that she will go to the hospital for treatment later in the evening. Attempted to contact the customer to confirm if she received the treatment at the hospital with no results. No further information was provided.